Event description:
This is 2 of 2 reports for the same event, complaint # (B)(4).

Manufacturer narrative:
This device is used for treatment, not diagnosis. Placeholder.

Manufacturer narrative:
This device is used for treatment, not diagnosis. Approximate implant date - (B)(6) 2012. Placeholder.

Event description:
Synthes (B)(4) reported that a revision of a tfn nail was scheduled due to a non-union. After 9 months, a 4.9mm locking bolt was noted as broken in the distal static hole and fracture was not healed. The nail was removed but the tip of the broken screw (locking bolt) is still in the middle of the patient's canal. The surgeon was unable to retrieve the broken portion of the locking bolt. Intramedullary reamers were used and a larger size nail was installed and surgery completed in a normal way. Larger 12.mm diameter nail was used in the revision. There was no reported issue with the helical blade. Devices were discarded by the hospital and are not available for return. This report is 2 of 2 for complaint (B)(4).

Manufacturer narrative:
Device is used for treatment, not diagnosis investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided. Manufacturing records could not be reviewed without a lot number.